Event description:
It was reported that the ilet displayed persistent ¿high¿ glucose for over two hours following a supply change, and the user later performed a full supply change and returned to range with a blood glucose of 136 mg/dl after approximately 2.5 to 3 hours. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.